Event description:
It was reported that the screwdriver broke at the hex in the screw head during use. The fragment was completely entered into the screw head; it was not able to be retrieved and no second surgery is planned. Patient bone quality was described as normal. The case was completed successfully. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Further information on patient condition, screw used and procedure were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Based on the information provided, the most likely cause(s) of this type of event include continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, leveraging, torquing while leveraging the device, and/or using the incorrect screw with the driver which may result in screw not fully seating on driver. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.